Event description:
A bayer r & I rep reported the following information: a (B)(6) female in-pt with an admitting diagnosis of septic shock underwent a lumbar MRI study. She arrived from the critical care unit accompanied by a unit nurse. The pt was placed on the MRI scan table and was connected to the continuum pump and a non-medrad vital signs monitor. The nurse was unable to observe the visual display or hear the audible alarm of the continuum pump from where she was positioned outside the MRI magnet room. During the scan, the blood pressure indicator on the non-medrad vital signs monitor began to alarm, which prompted the nurse to enter the MRI magnet room to assess the pt. Upon assessment, she noticed the continuum pump was alarming and displaying unspecified error codes. The pt went into cardiac arrest, a code blue was initiated, and the pt was removed from the bore of the magnet. A cardiopulmonary resuscitation (CPR) was performed and the pt recovered.

Manufacturer narrative:
The site placed the continuum pump under quarantine immediately following the reported incident. The site's biomedical department performed an eval and did not find any malfunction of the continuum pump. The site then returned the continuum pump to bayer r & I for eval. Bayer r & I received and examined the returned continuum pump. Examination of the history log file confirmed that a rate test error code had been recorded during the time of the reported incident. The operation manual specifies that when the pump detects a problem the system will stop the infusion and alert the user through audible alarms and the visual display. This is consistent with the system behavior reported by the site. The continuum pump was found to be working within specification when evaluated by r & I. During correspondence with risk management at the site, they stated that the visibility of the continuum pump during an MRI study has been determined to be an action item that the site plans to evaluate. The site has declined additional applications training.